Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was an irrigation failure and a system message displayed during a surgical procedure. The procedure was completed. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The infusion sensor level was replaced. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on may 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message and irrigation issues can be attributed to the nonconforming infusion sensor level. The manufacturer internal reference number is: (B)(4).